Event description:
Pt test strips would not accept blood. The strips do activate the meter, however, strip doesn't accept blood or start the meter countdown. Strips were stored properly. Pt also reported obtaining inaccurately low readings, however pt did not have control solution. Customer service representative discussed product discontinuance. No products were replaced.